Manufacturer narrative:
Further information was requested, but not received.

Event description:
It was reported that the patient presented remotely via merlin.net. A review of the transmission revealed that the pacemaker exhibited far r oversensing on the atrial channel which result in an inappropriate mode switch. Programming changes were discussed but not made. No patient symptoms were reported.